Event description:
It was reported that the right ventricular (rv) lead was explanted as a result of a drop in impedance, allegedly due to a lead fracture. The rv lead was replaced and the patient was stable with no adverse consequences.

Event description:
It was reported that the right ventricular (rv) lead was explanted as a result of a drop in impedance, allegedly due to a lead fracture. The rv lead was replaced and the patient was stable with no adverse consequences.